Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead exhibited low sensing and high threshold upon six positionings attempted. The physician elected to not used the lead and a new lead was implanted successfully. The patient was stable throughout the procedure.